Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump was dropped, causing the housing to split and expose the internal motherboard and ribbon cables, though the device continued to function and the user planned to continue therapy until switching to backup as needed. Symptoms included no reported injury, hypoglycemia, or hyperglycemia. Outcomes included no medical intervention or hospitalization. Investigation included review of device history and complaint details, verification of reported physical damage, and tracking of the returned device shipment. Investigation of this device revealed device enclosure damage consistent with impact from user handling; the pump screen was reported as broken or cracked, and internal components were visible, indicating compromised housing integrity without reported functional alarms. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage due to dropping the device.